Event description:
Additional information was received. It was reported that the patient had been taken to the emergency room for evaluation after falling off of the ladder. It was stated that the pump was okay. It was indicated that the event was not attributed to any part of the device system. It was reported that the patient had experienced a non-serious injury/illness.

Event description:
It was reported that the patient had fallen off of a ladder and had landed on the side of his body where the pump was. The patient had been responsive at the hospital, but was ¿loosing it¿ and was going in and out of consciousness. It was suspected that the pump was overinfusing causing the patient to overdose, but the patient was also on other pain medications which could have been contributing to the patient¿s symptoms. It was noted that there had not been any signs of underinfusion or withdrawal. It was indicated that the reporter was going to the hospital to read the pump to check the event logs and programming. Five days later, it was reported that the patient had not fallen on the pump, but the physician could not explain the patient¿s sleepy state. The pump was interrogated and there was nothing irregular in the telemetry or logs. The patient had stayed overnight in the hospital for observation. The device system was used to deliver morphine sulfate, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).